Manufacturer narrative:
Investigation completed 08/11/2017. The product sample or additional supporting materials from the account was not available for this incident (product implanted . There were no assembly or component issues identified. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for the reported complaint mode. Without the physical product, a definitive root cause could not be identified.

Event description:
The doctor used duraseal recently on the patient and had a leak. Physician now thinks the patient may have chemical meningitis. Additional information received per conversation between integra medical affairs and the customer on (B)(6) 2017: the user facility's physician spoke about a patient of his who experienced a csf leak and presumptive chemical meningitis. This was a female patient in her 50's who needed a shunt placed in her thoracic spine. The physician used multiple products, including duraseal, to seal around the shunt. "This is a rare case and an off-label use of duraseal". The patient subsequently developed a csf leak and chemical meningitis. The physician's reason for reaching out to integra was more of a question than a complaint. The physician stated he was not surprised that this patient subsequently had a leak given the rarity of the procedure at hand. The physician wanted to know if the chemical meningitis that his patient was experiencing could have been due to the duraseal and wanted to know if there are any reports in the literature as such. Integra medical affairs informed him that the rates of chemical meningitis in the duraseal literature were very low and duraseal was likely not the cause of meningitis in this patient. The etiology of chemical or aseptic meningitis was still unknown and a low rate of chemical meningitis was seen in many clinical studies that involve neurosurgical procedures.